Event description:
It was reported that there is a panel display issue. No injury or clinical consequence observed.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition, no damages visible. Functional testing found no readings on the display. Slightly pressing on the lcd and contact, we found an interruption between the display and mainboard. The root cause of the reported issue was found to be soldered contacts were disconnected. Re-soldering all contacts solved the problem. Electrical safety and functional testing passed.